Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve 355ns device was received for analysis. Upon visual inspection of the sleeve, a piece of the gasket was found to be in. A possible cause for this damage is the use of sharp instruments during the procedure. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a inguinal hernia procedure, they could not maintain gas pressure and they figured out that the trocar was leaking. The doctor actually took apart the trocar and discovered it was the plastic piece inside the trocar. They may have opened up another trocar but I am not sure to complete the procedure. There were no adverse consequences for the patient.